Event description:
It was reported no disposable clamp tubing alarm with a cassette lot 423518 expiration 01/17/2027. Stated they tried cassette with both pumps with same alarm. Pump serial number (B)(4). Switched to new cassette which is working without issue. Patient requested replacement pump sent and box for return. No further details provided. No injury. Lot number 423518 missing 1 digit.